Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and was treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced wound dehiscence at the incision site (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.